Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reporting of this complaint was based on available information that indicated a malfunction that could lead to a hazardous situation. However, our investigation has revealed that this was not the case and with the results at hand now it should not have been reported. According to the new information received from field service engineer (fse), the ventilator generated technical error code indicating backup audible error and failed alarm state test during pre-use check. The problem was solved by replacing monitoring printed circuit board (pcb). After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The received logs confirmed the reported problem on 2023-09-28. The replaced monitoring pcb was not returned for further investigation. The root cause could not be determined. This technical error code is an audible error and will not affect ventilation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Device related data quality updates only: d1 - brand name: previous brand name: servo-n, corrected brand name: base unit servo-n. D4 - version or model #: previous version or model #: servo-n, corrected version or model #: 6688600. D4 - unique identifier (UDI)#: previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4). H4 manufacture date: previous manufacture date: missing, corrected manufacture date: 08/07/2023.